Event description:
It was reported that during a da vinci-assisted surgical procedure, a fiber cable disconnected message appeared and caused the system to fault. The caller stated that they were in the process of rebooting the system, and the message "da vinci is ready" was heard. The site shut down the system and reseated the fiber cables, after which "da vinci is ready" was heard again. The error occurred as the site was swapping between a 0 and 30 degree scope. Due to the system faulting out, the surgeon converted to a laparoscopic approach, but there was a possibility of returning to the robotic system. Error 307 was noted in the logs, but the cause of the fault was undetermined at the time of the call, possibly due to incomplete node trace. The caller requested further review by a field service engineer.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. During a procedure, the customer reported a fiber cable disconnected message and that the system had faulted out. They were rebooting when they contacted technical support. Technical support engineer (tse) checked with customer and confirmed that after the site shut down and reseated the fiber cables, system was working fine. The issue occurred while swapping between 0 degree and 30 degree scopes. The surgeon converted to laparoscopy due to the system fault but considered returning to robotic surgery. Tse found error 307 in the logs. Fse visited the site and was unable to reproduce the reported issue. The complaint was not confirmed based on the field evaluation.the probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse visited the site but was unable to reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the conversion did not increase port size or add additional ports. They did convert to lap but used the same robotic port sites. Patient tolerated the change well. No injury to the patient. Converted back to robot once the system was restored.

Event description:
Refer to h11 for follow-up information.